Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A steerable guide catheter (sgc) was inserted into the atrial septum. However, after removing the guide catheter and guidewire, a bubble in the left atrium (la) was confirmed by ultrasound. A mitraclip xtw was inserted into the left ventricle (lv), ECG revealed temporary st elevation, and the bubble was confirmed in the la. It was noted that the reason for the bubble is unknown, but there were bubbles that made the clip invisible in 3d. Air was suspected to be the cause of the temporary st elevation. The mitraclip xtw was deployed on the mitral valve, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A steerable guide catheter (sgc) was inserted into the atrial septum. However, after removing the guide catheter and guidewire, a bubble in the left atrium (la) was confirmed by ultrasound. A mitraclip xtw was inserted into the left ventricle (lv), ECG revealed temporary st elevation, and the bubble was confirmed in the la. It was noted that the reason for the bubble is unknown, but there were bubbles that made the clip invisible in 3d. Air was suspected to be the cause of the temporary st elevation. The mitraclip xtw was deployed on the mitral valve, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported st elevation is likely a cascading effect of the reported air embolism. The reported patient effects of embolism and EKG/ECG changes (cardiac arrhythmias), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.